Manufacturer narrative:
Returned to manufacturer on: unknown. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® edta 2k tubes had chipped caps. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device type: this has been corrected to jka. PMA / 510(k)#:this has been corrected to k981013.